Event description:
On (B)(6) 2010, the patient was implanted with an scs system. That evening, the patient complained of no feeling in his left leg. The entire system was removed that same evening. On (B)(6) 2010, the doctor said that the patient would undergo a 4-level decompression. The patient's status after decompression is unknown. The doctor noted that the patient had severe spinal stenosis around the lead location area. Despite this, only one entry was required during implant for lead placement. The system was discarded after explant and will not be returned.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the lead was not returned so no analysis was able to be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.